Event description:
It has been reported to us that during removal of the device from the patient, the tip of the diagnostic catheter separated and remained inside the patient. The physician inserted the diagnostic catheter into the patient. The physician injected contrast into the diagnostic catheter and the physician noticed that the contrast was shooting out the side of the diagnostic catheter. The physician decided to remove the catheter from the patient and pulled back on the device and removed it and noticed that the tip of the diagnostic catheter had separated and remained inside the patient. The patient is reported to be fine.

Manufacturer narrative:
The customer has indicated that the subject device will not be returned for evaluation. Therefore, an engineering analysis of the subject device cannot be performed. The lot number for the device is known and a review of the device history record will be conducted.